Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the release valve on the btt port on the vaso view hemopro would not allow the balloon to remain inflated. The btt port was in the patient at the time of discovery. The procedure was completed by opening an accessory kit and using that btt port. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any non-conformities. The btt balloon was inflated with 25 cc of air through the balloon inflation port and submerge in water; no leakage were observed. We did not identify any non-conformities. Each btt goes through an inflation and deflation inspection prior distribution. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review could not be performed as the product lot number is unknown. (B)(4).